Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to d.9 returned to manufacturer, h.3 device evaluated by manufacturer and h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Radial balloon burst with missing distal nosecone and balloon pieces. Stretched balloon spring coil. Imagery was provided from the site and revealed the following: calcification present in the landing zone. Tortuosity and calcification present in access vessel. Video shown the balloon burst at the end of the deployment cycle. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification) and factors (withdrawal of burst balloon and device manipulation) likely contributed to the event. As 3mensio revealed the presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The balloon was burst, the altered balloon profile could have made it more susceptible to catch on the patient vasculature, which would have then led to the system components separation.complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to h.6 device code and h.11 narrative. Per the instructions for use (IFU), cardiac arrest is a known potential adverse event associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. Cardiac arrest occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. It may be caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). These events may be related to the edwards device if it is associated with cardiac tamponade, annular rupture, or other edwards's device-related bleed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the cause of the event is unknown due to the limited information available, and it possible there are unknown patient cardiac and health factors that could have contributed to the cardiac arrest. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 23 mm sapien 3 ultra resilia in 23 mm sapien valve in the aortic position via transfemoral approach. During the valve in valve procedure, the balloon ruptured at the end of valve deployment. The rupture was visible on fluoroscopy and blood return in atrion. The patient's pressure began to drop, and lv went down. The delivery system was removed from across the new expanded thv, and brought into the descending aorta while heart team initiated CPR. The delivery system was removed however, the nose cone and distal end of the balloon did not come out of the sheath with the rest of the delivery system. The balloon was torn, not in the linear/longitudinal fashion. No injury to the root was observed. Unfortunately, the patient could not be resuscitated and expired.

Manufacturer narrative:
The investigation is ongoing.